Event description:
The patient underwent surgery on (B)(6) 2013 to explant/replace her leads. (Reference MFR reports 1627487-2013-16170, 1627487-2013-16171, 1627487-2013-16354). Intra-op and post-op testing revealed high impedance on both leads from the same lot. As a result, the patient will meet with an sjm rep.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.